Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2018-00061, reference MFR report: 3008829311-2018-00062. It was reported the patient (australia) complained of discomfort at the implantable neurostimulator (ins) and lead sites with stimulation on and off. The physician indicated the issue was likely lumbar pain due to nerve irritation. Surgical intervention was undertaken and the patient's system was explanted.